Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit failed block wye test. The customer reported that the device was in clinical use at the time the reported issue was discovered; but it is unknown if there was any harm to the patient or user.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported problem could be determined at this time.